Manufacturer narrative:
Combination product: yes. The returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. The technical investigation of the returned instrument revealed that the balloon has been inflated and was deflated in the as-returned state. Upon inflation a fine jet of water was seen to emerge from the distal part of the balloon. Microscopic inspection revealed a small pinhole in the balloon surface about 0.5 mm proximal to the distal x-ray marker. Scratches were observed in close vicinity of the pinhole. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy (i.e. Severe calcification).

Manufacturer narrative:
Combination product: yes.

Event description:
An orsiro drug-eluting stent system was selected for treatment of a severely calcified lesion (90 percent stenosis degree) in the lad. After delivering the orsiro to the target lesion, it was inflated but the balloon ruptured at first inflation. Therefore, another non-compliant balloon was used for the intervention. The physician commented that due to severe calcification, the balloon distal portion was at the calcification and a pinhole had occurred.